Event description:
Patient reported that after injection in the nasolabial folds with "juvederm", and concomitantly in the cheeks with juvederm voluma xc, they experienced a delayed allergic reaction, hard lumps under the eyes, swelling, discoloration under one eye, swelling under both eyes, and pressure. Patient has had four injections to dissolve the product. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2015-00218 (allergen complaint #(B)(4)). This is the first MDR submitted for the first suspected product, "juvederm".

Manufacturer narrative:
UDI#: not applicable. Information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of delayed allergic reaction, hard lumps, discoloration, swelling and pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.